Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed system check before service was completed, and it failed multiple portions. The fse discovered a broken wire to the light-emitting diode (led) board. The fse completed preventive maintenance (pm) and repaired the broken electrical wire to the led. The fse performed repair verification per the established procedures. The results conformed to published performance specifications. No sample or centrifugation data was supplied. No quality control (qc) data was supplied by the customer. The customer reported dark count errors around the time pts' samples were tested. It is unk if these errors were associated with results in question. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2050012-2011-02997, 02999, 03099.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two pts involving unicel dxc 600i synchron access clinical system. This is report number two of four. All repeated samples produced a negative result. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.